Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes and myopotential oversensing resulting in syncopal episodes. Rhythmcare then provided further troubleshooting steps including completing x-rays. This device remains in service. No additional adverse patient effects were reported.